Event description:
It was reported that during activation of an artificial urinary sphincter (aus), a cystoscopy was performed. It was noted that the urethra was not coaptating when the pump was operated. An echographic examination confirmed the balloon was not collapsing either. The physician suspected the cuff had detached; therefore, a surgical procedure was scheduled to examine the device. Depending on the condition of the aus there is a plan to replace all components. There were no patient complications reported.

Event description:
It was reported that during activation of an artificial urinary sphincter (aus), a cystoscopy was performed. It was noted that the urethra was not coaptating when the pump was operated. An echographic examination confirmed the balloon was not collapsing either. A surgical procedure was performed in which all the components were replaced. Upon explant, no visual damage was identified; however, the components had air in them. It was suspected that during the implant procedure air may have flowed unwittingly and this caused the device to not work as expected. There were no patient complications reported.

Event description:
It was reported that during activation of an artificial urinary sphincter (aus), a cystoscopy was performed. It was noted that the urethra was not coaptating when the pump was operated. An echographic examination confirmed the balloon was not collapsing either. A surgical procedure was performed in which all the components were replaced. Upon explant, no visual damage was identified; however, the components had air in them. It was suspected that during the implant procedure air may have flowed unwittingly and this caused the device to not work as expected. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. Visual and microscopical inspection of the balloon did not identify any abnormalities. The balloon could not be functionally tested as the specifications of the component were not known. The pump was visually and microscopically examined, revealing no damages. The pump was functionally tested, and it performed within specification. Based on the information available and analysis results, the reported allegation could not be confirmed.